Event description:
It was reported that the patient experienced a hyperglycemic event overnight due to a leaking cartridge. The patient initially noticed rising blood glucose levels and changed their infusion site. Later in the night, upon waking to use the device, the patient observed high blood glucose and discovered that the cartridge was leaking, preventing insulin delivery. The patient replaced all supplies, after which blood glucose levels began to regulate. The patient called to report the event and to inquire whether it would affect the device¿s algorithm; it was confirmed that it would not. A blood glucose questionnaire was completed, and the patient indicated they would provide the lot number for the leaking cartridge at a later time. No additional assistance was needed, and blood glucose levels were in range at the time of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.